Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 1.6mg/day) via an implantable pump. The indications for use were unknown. It was reported that after the pump replacement in (B)(6) 2023, the patient noticed increased mobility in the pump pocket and the pump was sitting in a "slanted" position. As a result, the patient was experiencing pump pocket discomfort. The patient was taken to the operating room on (B)(6) 2024 for a planned pump pocket revision/relocation. The patient requested that the pump be moved from their left abdomen to their left flank. The catheter was also prophylactically replaced due to the catheter volume being unknown. The physician opened the existing pump pocket and removed the existing pump, which was placed on the back sterile table. The proximal segment of the catheter was discarded. The lumbar incision was opened and the spinal segment of the existing catheter was cut and folded over itself, tied off in three places, and abandoned. A new pump pocket was created, and a new catheter was placed at t6. The catheter was anchored, tunneled to the new pump pocket, and connected to the pump. Catheter aspiration was done before and after the pump was placed in the new pocket with positive return of csf. The incisions were irrigated and closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included chronic post operative abdominal pian. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2005 ; explant date (B)(6) 2024; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.